Event description:
Event description guidant received information that, approximately 18 months post-implant, a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported his device's battery monitoring voltage is currently at 2.6v. The caller stated that his physician directed him to the guidant website for information and he noted that his device appears to be prematurely depleting. The caller requested information as to what the battery status should be now for his device, but refused to provide his name or the serial number of the crt-d. The caller also noted that he received 5-7 shocks within the first six months of getting the device and that his physician told him the rate was set too low. The caller was upset that this negligence was allowed by the company.